Event description:
A healthcare facility reported a small transparent piece of plastic came from the phaco tip during phacoemulsification surgery. According to the reporter the particle was fitting in size through the phaco wound and it could easily be grasped with the forceps. No patient harm has been reported. Additional information has been requested but none received to date.

Manufacturer narrative:
The reported event that small, transparent plastic pieces emitted from the customer's handpiece cannot be confirmed. A possible cause of the event could be that fragments from a tip wrench were dislodged from the handpiece during surgery. However, with the obtained information, this cannot be determined conclusively. The particles were not available for evaluation; therefore, chemical analysis was not possible. Per company manufacturing procedures, each handpiece undergoes testing to ensure no particulates are present in the handpiece prior to release. Furthermore, proper cleaning procedures are in place for these handpieces in the directions for use (dfu) to prevent particulate build-up. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).